Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.

Event description:
It was reported that prior to the laparoscopic gastric bypass procedure, the device had an error code. Another same like device was used to complete the case. There was no pt consequence.